Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100, lot number - unknown, expiration date - unknown. Method: actual device not evaluated. Results: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). DHR review could not be performed as lot number is not available. The service history trending was not performed as lot number is not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100nx was serviced by a field service engineer. The vaporizer assembly was replaced and the unit was restored to service. It is uncertain if the replaced vaporizer assembly is a contributing factor to the reported issue as the sterrad cycle passed and there were no error messages observed. The lot number for the chemical indicator strip was not provided by the customer, nor was the product returned. As a result, no analysis could be performed. The issue was most likely due to the sterrad unit performance; however, this cannot be definitively concluded. The issue will continue to be tracked and trended.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.